Event description:
Aventis case ID: (B)(4). Initial report received on (B)(4)-2007 and follow-up information received on (B)(4)-2007: this non-serious spontaneous report was received from a consumer via our affiliate in (B)(6). This report involves a female patient who was administered four injections of sculptra (poly-l-lactic acid) over a five month period for esthetic purposes (dosages not provided). No medical history was provided. The patient was previously treated with hyaluronic acid. This patient reported that she was treated with poly-l-lactic acid four times during the year 2007. One month after her last injection on (B)(4)-2007, she states her cheeks developed hard plaques with small lumps. A few days later, she developed inflammation of her whole face. She was diagnosed with foreign object rejection and treated with antibiotics for one week to rule out infection. Since her face was swollen and a violet shade, anti-inflammatories were prescribed three times a day. The events are ongoing at the time of this report. The reporter's (consumer) causality assessment was indicated as possible.